Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check the cardiosave intra-aortic balloon pump's (iabp) helium tank o-ring was damaged. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4, g3, g6, d9, h3, h6(type of investigation, investigation findings, investigation conclusions), h11. At this time, the customer has not requested for getinge to repair the unit for the reported malfunction. If any pertinent information is received in the future, the complaint will be reopened and updated accordingly.

Event description:
N/a.